Manufacturer narrative:
(B)(4). The reported event was unknown; however, a reload the set 157 was identified during a review of the event history log. A sample evaluation was performed and cycler remote toolbox testing verified the reload the set 157. A visual inspection was performed on the device and no issues were found. Full functional testing, electrical safety testing, calibration and simulated therapy was performed and no additional defects or malfunctions were found with the device. The cause of the condition was determined to be defective piston. To correct the condition, the piston was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an unspecified failure occurred on the homechoice device during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.